Manufacturer narrative:
Submit date 10/31/2013. An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a set of defibrillation electrodes. The customer reports the ems crew attempted to defibrillate a patient in cardiac arrest and the multi-function pads did not deliver the shock. The crew switched to a second set of pads which worked appropriately. There was a delay of less than a minute for the shock to be delivered due to two minutes of CPR being performed, because of the unknown down time of the patient before defibrillation was or would be attempted.